Event description:
It was reported that an asymptomatic patient present for post implant discharge with a device that exhibited far field r wave oversensing on a real time electrocardiogram. This resulted in automatic mode switch. The patient did not receive therapy. Technical services suggested reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.